Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No failed battery alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown. Customer stated that they had a failed battery test on the pump. The customer received failed battery test. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.